Event description:
It was reported the patient had less than 50% therapy relief and a volume discrepancy occurred. The estimated reservoir volume (erv) was 6 ml and the actual reservoir volume (arv) was 9 ml. Pump logs were checked and no issues were noted. A roller study was performed on (B)(6) 2015 and was "okay". A dye study could not be performed because it was not possible to aspirate from the catheter access port (cap). A revision was planned "within two weeks". The patient was being managed with oral drug therapy and was "doing well". The pump was used to deliver baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, implanted: (B)(6) 1999, product type: catheter. (B)(4).